Event description:
It was reported that the ventilator alarmed for high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed problem was related to airway pressure high alarm. There was no patient harm reported. Identification of issue has been done by analyzing problem description and service report. The device's logs were provided. The airway pressure high alarms may lead to insufficient ventilation to the patient. The unit was checked by performing pre-use check and running the machine on test lung. Pre-use check passed, no alarms appeared and functional check passed according to factory specifications. The device was delivered to the user in working condition. The issue was not reproduced and no parts were replaced. Therefore, the root cause to the reported issue has not been confirmed.